Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a motor (rewind issue); the motor would not stop rewinding. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue lead to long-term cessation of insulin delivery to the patient.